Manufacturer narrative:
This patient received ekos therapy on (B)(6) 2016 and developed an ich 2 days after the completion of therapy. The patient was enrolled in a retrospective study - knocout pe (subject (B)(6)). The principle investigator assessed the ich as probably related to the interventional procedure, probably related to the ekos system, probably related to thrombolytic drug and probably related to anticoagulant drug. The study's safety monitor was not in agreement with the relationship to the ekos system. The safety monitor assessed the ich as not related to the ekos system and probably related to the interventional procedure, thrombolytic drug and anticoagulant drug. The btg physician agrees with the principle investigator and the medical monitor that the ich is related to the thrombolytic and anticoagulant drugs, but has assessed this event as unrelated to the study device and interventional procedure. This event is being reported due to the relationship assessment made by the principle investigator as probably related to the ekos system and the interventional procedure. The serial number documented for both ekos catheters is not a valid serial number. The device serial numbers are unknown.

Event description:
A (B)(6) year old female patient was treated with ekos on (B)(6) 2016 for a bilateral pe. Ekos treatment ran for 16 hours with a total dose of 34 mg r-tpa (16 mg r-tpa through catheter placed in right pulmonary artery and 16 mg r-tpa through catheter placed in left pulmonary artery) without issue. On (B)(6) 2016, the patient developed a left cerebellar hemorrhage. No treatment was required other than hospitalization. The ich resolved on (B)(6) 2016. This event was not reported to the manufacturer by the treating physician at the time of the event. Anticoagulation summary: (B)(6) 2018 - (B)(6) 2018: heparin infusion 5 ml IV. (B)(6) 2018 - (B)(6) 2018: rivaroxaban 15 mg po. This patient was enrolled in a retrospective study knocout pe (subject (B)(6)). The ich was classified as a clinical study sae by the principle investigator on (B)(4) 2018.